Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
A c4608s cusa excel 36khz curved extended precision tip was reported to have the following issue; the stylet would not clear tip. The tip was in contact with a patient. There was no delay of the surgery because of the issue and there was no injury to the patient.